Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had multiple pump errors. Customer¿s blood glucose level was 343 mg/dl. Troubleshooting was performed. Customer was able to clear the alarm and did not received rewind request. Self test was performed and it did not passed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 3 and pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly.